Event description:
It was reported that a user experienced a hyperglycemic event while using the ilet, with self-reported contributing factors of an intercurrent infection and medication for a urinary tract infection. The user reported a peak blood glucose of 315 mg/dl that remained elevated for approximately 1.5 hours, after which automated correction dosing reduced glucose to 149 mg/dl, and no symptoms were reported. Outcomes included transient hyperglycemia without reported injury, medical intervention beyond usual care, or hospitalization. Troubleshooting and education were completed regarding high glucose management. Investigation included review of the event details and device use as reported by the user. Investigation of this case revealed no evidence of device or component malfunction, and the cause of the hyperglycemia remained unclear given confounding illness. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.